Event description:
The facility representative reported to the service depot on 17 february 2010 that a colleague infusion pump with a malfunction of the pump goes off as soon as the plug is pulled from the wall. Batteries and fuses have been changed, also pump has been charged for 16 hours. The event was reported to have occurred during biomedical servicing on an unknown date. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The software version for this device is currently not available.no additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
Caller reports the patient tested 6.7 inr on the coaguchek s system and 4.4 inr on a comparison lab. Coumadin held for 2 days due to device result. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
(B)(4).